Event description:
It was reported the programmer works fine, printer is broken. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer operation is very slow. Prints out in small spurts or not at all; mpu (microprocessor unit) printed circuit board assembly found out of electrical specification. Analysis also found the ECG (electrocardiogram) connector on lem (link electronic module) printed circuit board assembly has a fractured solder joint. Case is cracked near handle area, system fan and hard drive are noisy, right keyboard hinge is broken, and printer drawer is damaged. (B)(4).